Event description:
It was reported by service report that the brakes were not fully engaged and the brake linkage parts were bent. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Brake linkage.